Event description:
It was reported that oversensing of noise on the right atrial (ra) lead led to episodes of inappropriate antitachycardia pacing (atp) on the device. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.